Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.